Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was unable to charge.

Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action needed at this time.

Event description:
A report was received that the patient¿s ipg was not functioning. The patient will undergo an ipg replacement procedure.